Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital after receiving a device notification with symptoms of heart failure. During device interrogation, episodes of non-sustained rv oversensing due to noise were observed. Lead repositioning was unsuccessful, so the lead was capped and replaced. Patient's condition was stable post-procedure.